Event description:
It was reported that the right ventricular (rv) lead had high impedance during the implant. Another lead was selected and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. (B)(4).